Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("malposition of essure location of device: intestinal tract/perforation (other) please describe and state the location of the perforation: abdomen"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 48-year-old female patient who had essure (batch no. 626599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation. Concurrent conditions included endometriosis (stage I). In (B)(6) 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (B)(6)2008 (surgical removal of coil excision of foreign body) and surgery (B)(6) 2008 (surgical removal of coil(s) excision of foreign body). Essure was removed on (B)(6) 2008. At the time of the report, the perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, irritable bowel syndrome and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, irritable bowel syndrome, pelvic pain, perforation and vulvovaginal pain to be related to essure. The reporter commented: gastrointestinal or digestive system condition type: ibs occurred in (B)(6) 2008 (discrepant information)., per mr: there was an essure spring located in the omentum with no inflammation around it. Otherwise the large and small bowel were visualized without any edematous pathology. ¿concerning the injuries reported in this case, the following one was described in patients medical record: perforation." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("malposition of essure location of device: intestinal tract/perforation (other) please describe and state the location of the perforation: abdomen"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 48-year-old female patient who had essure (batch no. 626599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required). In 2008, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery ((B)(6) 2008 (surgical removal of coil(s) excision of foreign body). Essure was removed on (B)(6) 2008. At the time of the report, the perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, irritable bowel syndrome and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, irritable bowel syndrome, pelvic pain, perforation and vulvovaginal pain to be related to essure. The reporter commented: gastrointestinal or digestive system condition type: ibs occurred in (B)(6) 2008 (discrepant information). Most recent follow-up information incorporated above includes: on 5-apr-2018: reporter information, patient details, product information, events- malposition of essure location of device: intestinal tract/perforation (other) please describe and state the location of the perforation: abdomen), gastrointestinal or digestive system condition type: ibs, dysmenorrhea (cramping) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coil). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.